Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('outer coils left embedded in fallopian tube specimen after removal, inner coils handed over') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine malposition. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peripheral swelling ("my entire left leg and foot was about twice normal size, rigid and painful"), muscle rigidity ("my entire left leg and foot was about twice normal size, rigid and painful"), pain in extremity ("my entire left leg and foot was about twice normal size, rigid and painful"), hypersensitivity ("allergic reaction"), psoriasis ("it did not help my psoriassis but I sure did like the way it made my hair feel"), tremor ("tremor"), infection ("infection in her face"), skin discolouration ("grey discoloration of face"), ache ("aches, pain"), mobility decreased ("mobility issues"), constipation ("constipation"), vulvovaginal pain ("sharp pain vaginal pain and cervix"), abdominal pain lower ("severe cramps in my bowels"), flatulence ("gas pain"), tooth fracture ("tooth broke"), dermatitis contact ("allergic to hair dye"), pubic pain ("pubic bone pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), gastrointestinal disorder ("bowel issues"), genital haemorrhage ("bleeding"), pain nos ("pain after 5 weeks") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, peripheral swelling, muscle rigidity, pain in extremity, hypersensitivity, psoriasis, tremor, infection, skin discolouration, ache, mobility decreased, constipation, vulvovaginal pain, abdominal pain lower, tooth fracture, dermatitis contact, pubic pain, fatigue, endometriosis, gastrointestinal disorder, genital haemorrhage, pain nos and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, ache, allergy to metals, constipation, dermatitis contact, device breakage, endometriosis, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, hypersensitivity, infection, mobility decreased, muscle rigidity, pain in extremity, pelvic pain, peripheral swelling, psoriasis, pubic pain, skin discolouration, tooth fracture, tremor, vulvovaginal pain and pain nos to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- gas pain, fatigue, allergic reaction from hair dye, tooth fracture, lower abdominal cramping, vaginal pain, infection, constipation, mobility decreased and aches, skin discoloration, pubic pain, endometriosis, bowel issues, bleeding, post-procedure pain, nickel allergy, device breakage. Amendment: the report was amended for the following reason: nullification: this record was detected to be a duplicate to record # (B)(4). To which all information will be transferred, then this duplicate record # (B)(4) will be deleted from bayer safety database. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('outer coils left embedded in fallopian tube specimen after removal, inner coils handed over') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine malposition. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peripheral swelling ("my entire left leg and foot was about twice normal size, rigid and painful"), muscle rigidity ("my entire left leg and foot was about twice normal size, rigid and painful"), pain in extremity ("my entire left leg and foot was about twice normal size, rigid and painful"), hypersensitivity ("allergic reaction"), psoriasis ("it did not help my psoriassis but I sure did like the way it made my hair feel"), tremor ("tremor"), infection ("infection in her face"), skin discolouration ("grey discoloration of face"), ache ("aches, pain"), mobility decreased ("mobility issues"), constipation ("constipation"), vulvovaginal pain ("sharp pain vaginal pain and cervix"), abdominal pain lower ("severe cramps in my bowels"), flatulence ("gas pain"), tooth fracture ("tooth broke"), dermatitis contact ("allergic to hair dye"), pubic pain ("pubic bone pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), gastrointestinal disorder ("bowel issues"), genital haemorrhage ("bleeding"), pain nos ("pain after 5 weeks") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, peripheral swelling, muscle rigidity, pain in extremity, hypersensitivity, psoriasis, tremor, infection, skin discolouration, ache, mobility decreased, constipation, vulvovaginal pain, abdominal pain lower, tooth fracture, dermatitis contact, pubic pain, fatigue, endometriosis, gastrointestinal disorder, genital haemorrhage, pain nos and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, ache, allergy to metals, constipation, dermatitis contact, device breakage, endometriosis, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, hypersensitivity, infection, mobility decreased, muscle rigidity, pain in extremity, pelvic pain, peripheral swelling, psoriasis, pubic pain, skin discolouration, tooth fracture, tremor, vulvovaginal pain and pain nos to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media- gas pain, fatigue, allergic reaction from hair dye, tooth fracture, lower abdominal cramping, vaginal pain, infection, constipation, mobility decreased and aches, skin discoloration, pubic pain, endometriosis, bowel issues, bleeding, post-procedure pain, nickel allergy, device breakage. Most recent follow-up information incorporated above includes: on 20-mar-2020: coding correction: the event "pain after 5 weeks" was changed from postprocedural pain to pain nos. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and device breakage ('outer coils left embedded in fallopian tube specimen after removal, inner coils handed over') in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine malposition. On (B)(6) 2000, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), peripheral swelling ("my entire left leg and foot was about twice normal size, rigid and painful"), muscle rigidity ("my entire left leg and foot was about twice normal size, rigid and painful"), pain in extremity ("my entire left leg and foot was about twice normal size, rigid and painful"), hypersensitivity ("allergic reaction"), psoriasis ("it did not help my psoriasis but I sure did like the way it made my hair feel"), tremor ("tremor"), infection ("infection in her face"), skin discolouration ("grey discoloration of face"), pain ("aches, pain"), mobility decreased ("mobility issues"), constipation ("constipation"), vulvovaginal pain ("sharp pain vaginal pain and cervix"), abdominal pain lower ("severe cramps in my bowels"), flatulence ("gas pain"), tooth fracture ("tooth broke"), dermatitis contact ("allergic to hair dye"), pubic pain ("pubic bone pain"), fatigue ("fatigue"), endometriosis ("endometriosis"), gastrointestinal disorder ("bowel issues"), genital haemorrhage ("bleeding"), procedural pain ("pain after 5 weeks") and allergy to metals ("nickel allergy"). The patient was treated with surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, device breakage, peripheral swelling, muscle rigidity, pain in extremity, hypersensitivity, psoriasis, tremor, infection, skin discolouration, pain, mobility decreased, constipation, vulvovaginal pain, abdominal pain lower, tooth fracture, dermatitis contact, pubic pain, fatigue, endometriosis, gastrointestinal disorder, genital haemorrhage, procedural pain and allergy to metals outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, constipation, dermatitis contact, device breakage, endometriosis, fatigue, flatulence, gastrointestinal disorder, genital haemorrhage, hypersensitivity, infection, mobility decreased, muscle rigidity, pain, pain in extremity, pelvic pain, peripheral swelling, procedural pain, psoriasis, pubic pain, skin discolouration, tooth fracture, tremor and vulvovaginal pain to be related to essure (ess205). Concerning the injuries reported in this case the following were reported via social media gas pain, fatigue, allergic reaction from hair dye, tooth fracture, lower abdominal cramping, vaginal pain, infection, constipation, mobility decreased and aches, skin discoloration, pubic pain, endometriosis, bowel issues, bleeding, post-procedure pain, nickel allergy, device breakage. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: case became incident, suspect drug coding was changed to ess205, new events gas pain, fatigue, allergic reaction from hair dye, tooth fracture, lower abdominal cramping, vaginal pain, infection nos, constipation, mobility decreased and aches, skin discoloration, pubic pain, endometriosis, bowel issues, bleeding, post-procedure pain, nickel allergy, device breakage added, essure insertion date and removal date updated., medical history added. Reporter added. Follow up 3, 4, 5, 6 processed together. On 20-mar-2020: follow up 3, 4, 5, 6 processed together. On 23-mar-2020: follow up 3, 4, 5, 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.